Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 408 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site. Patient also stated that the pink slide did not move forward. As treatment for hyperglycemia, a correction dose of insulin (5.5u) was delivered.